Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a cranial resection procedure. It was reported that registration failed. The procedure was completed without the use of navigation. There was no delay. No known impact on patient outcome."